Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under-infused during patient infusion. After two (2) days of expected therapy, approximately 50% was still present in the pump. The device was filled with fluorouracil and sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.